Event description:
It was reported air was noticed in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned in the laa and a 21mm watchman laa closure device and delivery system was advanced. During advancement, it was noticed that the access system was kinking. The delivery system was removed and the access system was replaced. The new access system was again positioned in the laa and the same delivery system was advanced. This time, during advancement, air was noticed in the delivery system. They aspirated the air out through the delivery system before it got into the patient. They continued the procedure and successfully deployed and implanted the 21mm closure device. There were no patient complications.